Event description:
It was reported that this device was explanted as a prophylactic removal to avoid in-vivo battery depletion. There was no patient injury. This device system delivered dilaudid and clonidine.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed anomalies of the pump motor gear train. These included corrosion and/or wear and/or lubrication and a stall due to shaft-bearing.